Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after an intraocular lens (iol) implant procedure, it was noted that the lens had a scratch. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating surgeon believed to be an eyelash that was on the lens that got through during the procedure.